Event description:
It was reported that the patient reached out to sn clinical hotline regarding her renasys go. She has the go placed for a traumatic abdomen wound that is 30cm with sutures and a pin-rose drain above her abdomen. She stated that when she went for her weekly appointment on tuesday the dressing was completely saturated and had an odor that lasted throughout the room even after removal. She stated that the canister did not have drainage though. She stated she had to replace the dressing again last night and had the same issue. She is concerned because the surrounding area is becoming irritated and the odor is causing concern of infection, even though the infection was not confirmed. Her wound care center thought there may be an issue with the device, and it was tested by flymed and the device worked properly. The patient confirmed the device is compressed, sunken, and when disconnected she is able to feel the suction. The patient was advice to contact the doctor for a device change.

Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The reported failure mode can potentially be caused due to creases in the dressing if it is incorrectly applied or the dressing integrity has been compromised. This investigation has now been closed and recorded as insufficient information to determine a root cause.